Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k013227.

Event description:
It was reported that the patient came to medical office for prosthesis mobility and it was identified that the implant was fractured at the neck. Implant removed and new implant would be placed in 3 months. Tooth location 36.